Event description:
Report received from the USA stating that the "cutting burr was more coarse than their previous versions of the cutter." The surgeon was performing 'lumbar laminectomy' and was concerned with the coarseness of the ball so close to the spine. There were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).